Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced ¿overdose-type¿ symptoms. Starting approximately 3 weeks prior to this report, the patient had episodes where it seemed like the pump seemed to be overdosing the patient. It seemed like it ¿dumped¿ medication to the point where she was unarousable. The patient went to the emergency room (ER) a couple of times for this and was given narcan, which reversed the symptoms. The reporting hcp also gave the patient narcan once and it reversed the symptoms. The hcp initially thought the event was due to a combination of oral medications, as the patient was given a prescription for xanax by another provider, but currently the hcp did not think that was the case and didn¿t believe she was on any oral medications. There were no volume discrepancies from previous refills. The patient was due for a refill soon, so the hcp planned to look again to see if there were any significant volume discrepancy. The device system was used to deliver morphine 25mg/ml at 3mg/day. The cause of the event, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.